Event description:
It was reported that following a permanent implant procedure, the patient experienced temporary loss of leg function. As a result, the device was explanted. Following the explant, the patient regained leg function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.